Manufacturer narrative:
The investigation is ongoing; the results will be updated in the next report. UDI (section d4): (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
During a transfer, the resident was lifted using an arjo maxi twin floor lift. Due to wide leg positioning, staff held the sling clips for stability. While positioning the resident over the chair, one clip detached. Staff safely lowered the resident to the floor without injury. Equipment was inspected by a technician and found to be in excellent condition, with no defects.

Manufacturer narrative:
While analysing the complaint details, it has been determined the leg clip detach. The sling clip was designed with a narrow slot to ensure a snug fit onto the spreader bar lug. Also, the mushroom-shaped lug on the spreader bar prevents the clip from inadvertent removal. When the tension is present during the transfer there is a downward force on the clips, ensuring the clips remain in the desired location on the lugs. Therefore, the detaching of the sling leg clip in normal condition is unlikely. Considering that the leg clip detached, the initial assessment is that a force in the opposite direction greater than the one applied by the gravity of the person's weight would be required to detach the leg clip. The gathered data are still analysed, once the investigation conclusion is available the final report is provided.

Manufacturer narrative:
Based on the information suggesting that the resident could have been lowered safely, it has been determine that the leg clip detached. The spreader bar that was used has four clip attachment points, two shoulder clips and two leg clips. Therefore if the leg clip detaches, it is possible that the person will remain in the sling without sliding out from this position, while being supported in the sling that is being held up by the three remaining clips. It has been determined that, in order for a leg clip to detach, a force in the opposite direction greater than the one applied by the gravity of the persons' weight would be required. The sling clip was designed with a narrow slot to ensure a snug fit onto the spreader bar lug. Also, the mushroom-shaped lug on the spreader bar prevents the clip from inadvertent removal. When the tension is present during the transfer there is a downward force on the clips, ensuring the clips remain in the desired location on the lugs. Therefore, the detaching of the sling leg clip in normal condition is unlikely. Several hypothesis were considered, such as: uncontrolled spasm movement pushes the clip off, tension is not on the clip, person is lifted from the bed with only three clips attached. Due to limited information received, none of the above hypothesis could have been confirmed. Arjo sling and lift was used as a system during the incident and therefore played a role in the event. There was no product malfunction, both sling and lift were in working order, therefore the system meets its specification. Limited information does not allow to establish the cause of the detachment.